Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon string falling out on its own [device breakage]. Case narrative: consumer reported via e-mail that tampon string was falling out. No injury reported.